Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of hematoma is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 7f sheath after a peripheral interventional procedure. Reportedly, the patient returned 12 hours post procedure with a hematoma. A cat scan confirmed the hematoma. Treatment for the hematoma was external pressure/movement of hematoma. The operator is reported to be trained in the use of the proglide device. No additional information was provided.